Manufacturer narrative:
(B)(4). Title safety and efficacy of radiofrequency ablation with internally cooled electrode for perivascular hepatic malignancy. Source biomedical research, volume 26, 2015 (485-492) article number: 3 date of publication: 05 june 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature study performed to evaluate the therapeutic safety and efficacy of percutaneous radiofrequency ablation (rfa) with internally cooled electrode for malignant hepatic tumors; which were in contact with blood vessels. A total of 297 patients with malignant hepatic tumors (358 nodules) who underwent rfa, by means of straight internally cooled electrodes. The cool-tip¿ radiofrequency system was used in all patients, the radiofrequency generator capable of delivering a maximum power of 200 watts. Complication was portal vein occlusion (1), pleural hemorrhage (2), biloma (1), subarachnoid hemorrhage (1), pericardial hemorrhage (1).